Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported they did not change anything and that they spoke with an hcp and rep about the issue. It was reported nothing has been done yet but the issue has been resolved.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that the ins was getting warm or overheating inside her body. The patient reported that she couldn¿t feel the heat on her skin or with her hand outside her body, she could only feel it inside her body. The patient reported that the ins had heated up about 3 times. The patient reported that it wasn¿t positional and happened when standing or sitting. The patient reported that the ins internally didn¿t heat up during recharging, but separately sometime the outside did heat up during recharging and she would just let it cool down, but ins internally had never heated up during recharging. The patient reported that she had already tried turning stimulation down and off. The patient reported that she didn¿t keep the ins off long, but that it didn¿t heat up while off. The patient reported that she went to her healthcare provider¿s (hcp) office today for monthly check up and was advised to call a manufacturer¿s representative (rep). The patient reported that the rep had never heard of it. No further complications were reported.